Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue.

Event description:
The MFR received info alleging a "service required" alarm condition occurred and the ventilator's internal battery was depleted. There was no harm or injury reported.